Manufacturer narrative:
Baxter failure investigation lab performed the analysis on the sample, which revealed confirmation of a loss of shut-off in the twist sleeve function. Therefore, it is also confirmed as an internal set leak. There was no external leakage, as noted in the evaluation. Renal quality engineering and product surveillance will continue to monitor this product family for trends.

Event description:
Baxter affiliate reported leakage at the interlocking system, due to becoming loose. The transfer set required to be exchanged for a new set. There was no patient injury or medical intervention associated with this incident according to baxter affiliate.